Manufacturer narrative:
One e15516 was received for evaluation. Visual inspection found the electrode tip was charred and partially melted. The reported condition was visually confirmed. The tip of the electrode was charred and deformed. No components were missing from the device. The electrode was inserted into a test pencil and activated at 60w. No unusual effects were noted. The investigation identified the root cause of the reported event to be the user applying excessive heat to the pencil. The instructions for use state: the sparking and heating associated with electrosurgery can provide an ignition source. The IFU provides several recommendations to minimize fire hazard.

Event description:
The customer reported that during the procedure a flame was seen on the electrode tip upon activation, melting the tip. The output setting was lowered but the issue was not solved. A new electrode was used and it worked fine. There was no harm to the patient.

Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during the procedure a flame was seen on the electrode tip upon activation, melting the tip. The output setting was lowered but the issue was not solved. A new electrode was used and it worked fine. There was no harm to the patient.